Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump dispensed 20 units of insulin during the load step prior to detecting the cartridge. No further information was available. This report is made based on the allegation that the pump dispensed insulin during the load cartridge phase.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2014 with the following findings: there was no date from the time of the event due to continued patient use. The pump black box was reviewed and found no current activity related to the complaint. The pump performed the rewind, load, and prime steps without issue and was exercised for 24 hours without alarms. A force sensor calibration test was performed and confirmed that the pump was detecting force within specifications. The pump was opened and no damage was found to the force sensor.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction/removal reporting number: 2531779-03/24/2010-003-r.